Event description:
During intra op x-ray examination, distal locking screw was found not to be within the distal hole of the nail. In a second attempt screw could be successfully placed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report. Device will not be returned